Event description:
Reporter indicated that the patient had the lead and generator removed due to erosion of the skin at the incision sites which subsequently became infected. The patient was later re-implanted with a new generator and lead. The patient's lead and generator were returned to the manufacturer for analysis; however, device evaluation has not been completed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.